Manufacturer narrative:
Bci customer technical support (cts) directed customer to flush the cc sample probe. Probe continued to leak after priming. Customer determined the cc sample syringe was not connected to the 3-way valve. Syringe was then tightened and primed with no leaks observed. Customer was advised to monitor instrument and call cts if problem continued. Customer contacted bci cts to report that they were unable to calibrate bun and igm on cc side. Bci field service engineer (fse) was on site and replaced the broken cc sample syringe and performed calibrations. Repair was verified per established procedures.

Event description:
Customer reported to beckman coulter inc. (Bci) of obtaining cc probe obstruction errors from the unicel dxc 600 pro instrument, and a leak under the cc sample probe. No reports of death or injury have been reported in connection with this event.